Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was saturday the patient attempted to charge their implant and the recharger screen was blank and unresponsive. When they plugged the insr into the dtc nothing turned on either for they got nothing. Patient attempted to reset the insr but this did not resolve the issue. The ins did have charge to it. Pt did not have their equipment present with them for further troubleshooting and will call back with equipment present. The issue was not resolved. An email was sent to registration to update their address. Patient service emailed patient physician listings. Patient called back with their equipment to troubleshoot. Patient repeated information about the recharger being unresponsive. Agent walked patient through a reset of the recharger and patient verified that the recharger was still blank and unresponsive. Patient reported that their implant was dead and needed to be charged as soon as possible; patient declined the wireless recharger. Agent sent an email to repair to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID 37751 lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 37751; serial# (B)(6) was returned for analysis and found no issues with finding or charging the implantable neurostimulator (ins). Charged with a known good power supply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that they are charging fine. When they first connect, it gives them an eri message. They reconnect again and it works fine.